Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 22 atmospheres, the balloon ruptured. All components were safely removed from the patient's body, and the procedure was completed with the original device. No patient complications were reported, and the patient was stable post-procedure.